Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular tachycardia episode. Upon review, the implantable cardioverter defibrillator exhibited undersensing during the episode. Programming changes were made. The patient was stable post event.

Event description:
New information received on (B)(4) 2019 indicating that the patient went to the emergency room on (B)(4) 2019 after receiving high voltage therapy. Upon device interrogation, the device exhibited one failed high voltage therapy and subsequent high voltage therapy converted the patient out of the arrhythmia event. Programming changes were made and the patient was stable and discharged.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial report's event description to indicate no programming changes were made.

Event description:
Correction: it was reported that the patient experienced a ventricular tachycardia episode. Upon review, the implantable cardioverter defibrillator exhibited undersensing during the episode. Programming changes were suggested. No intervention was performed. The patient was stable post event. New information received on (B)(4) 2019 indicating that no programming changes were made. The patient presented for procedure on (B)(6) 2019 and the right ventricular lead was replaced to resolve the undersensing. The implantable cardioverter defibrillator remained implanted. No further information was available.

Event description:
New information received on (B)(4) 2019 indicating that the patient was stable post procedure.